Event description:
It was reported that resistance was encountered when passing the iab through the introducer sheath, since the iab could not be advnaced, it was removed and replaced. There were no patient complications.